Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Analysis was performed by (B)(4) and the inspection results are as following: a non-sterile cordis microcatheter prowler select lp 2.3/1.9 f was received coiled inside the plastic bag as well as a one non-sterile trufill dcs orbit. Microcatheter presented some kinks l. Hub inner lumen was inspected under microscope and no anomalies were noted. Microcatheter's shaft was split off and no damages were noted in the inner lumen. Even the damages noted, trufill orbit dcs was tested inside of the received microcatheter and at the time that it was inserted, friction was experienced due to the microcatheter's kinks; however, it could advance until the distal end. Orbit dcs was removed from the microcatheter and the friction/resistance persist. Another trufill dcs orbit was tested in the received microcatheter and the same friction was experienced due to the kinks on the microcatheter's shaft. The ID of the microcatheter was measured and it was within specification. The DHR review was not performed due to the lot number was not provided. Failure reported by the customer as "catheter obstructed" was confirmed during the analysis. The cause of the failure was the kinks noted in the device. The cause of the kinks could not be conclusively determined; however, the analysis did not suggest that these damages could be related to the manufacturing process; in addition, inspections are in place that prevents these kinds of damages leaving from the facility. The cause of the damages that generate the failure could not conclusively determined at this time; therefore, no corrective actions will be taken at this time.this one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00212. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00212 and 1058196-2010-00291. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the sales rep, a 9x25 orbit rdfl complex standard coil prematurely detached inside of distal third part of the prowler select lpes mx microcatheter. A vascular solutions micro snare was successful in retrieval and nine more coils were successfully implanted. The procedure was treatment of an unruptured anterior cerebral artery (aca) aneurysm. A continuous flush was maintained through the microcatheter. After placement of the microcatheter an attempt to place the 9x25 orbit was made; however it was removed because the coil was too small in the aneurysm. After successful placement of a 10x30 orbit, the same 9x25 orbit was again attempted to be placed, but it prematurely detached in the microcatheter. No additional torque was utilized prior to the coil detachment. It was reported that the delivery system was removed and the same microcatheter was used to continue the procedure; however, at sometime during the procedure, it was exchanged over a guidewire for another unknown microcatheter. However, the product was returned with the orbit coil protruding out of the end of the microcatheter. It was reported that no damages were noticed on the microcatheter that may have contributed to the event. It was reported that after the premature detachment of the orbit coil, the same prowler select lpes was used with subsequent coils followed by exchange over a guidewire for another microcatheter. However, this does not correlate with the condition of the returned products with the coil protruding out of the microcatheter. The lot number of the microcatheter is not known; therefore a device history record review cannot be completed. A non-sterile cordis microcatheter prowler select lp 2.3/1.9 f was received coiled inside the plastic bag as well as a one non-sterile trufill dcs orbit. The microcatheter presented with some kinks. The hub inner lumen was inspected under microscope and no anomalies were noted. The microcatheter shaft was split open for examination of the inner lumen and no damages were noted in the inner lumen. With insertion of the trufill dcs orbit, friction was experienced which was due to the kinks in the microcatheter; however it could be advance through to the distal end. The orbit was removed from the microcatheter and the friction/resistance persisted. Another trufill dcs orbit was tested in the received microcatheter and the same friction was experienced due to the kinks on the microcatheter's shaft. The ID of the microcatheter was measured and was found to be within specification. With functional analysis, kinks in the returned microcatheter resulted in resistance/friction with insertion of the orbit system. The cause of the kinks could not be conclusively determined; however, neither the analysis nor reported information suggests a relationship to the manufacturing process. Inspections are in place to prevent these types of damages leaving from the facility. The cause and timing as related to the procedure and the event of the kinking damages on the microcatheter could not conclusively determine at this time. Therefore no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00212 and 1058196-2010-00291.

Event description:
As reported by the sales rep, a 9x25 orbit rdfl complex standard coil prematurely detached inside of distal third part of the prowler select lpes mx microcatheter. A vascular solutions micro snare was successful in retrieval and nine more coils were successfully implanted. The procedure was treatment of an unruptured anterior cerebral artery (aca) aneurysm. A continuous flush was maintained through the microcatheter. After placement of the microcatheter an attempt to place the 9x25 orbit was made; however it was removed because the coil was too small in the aneurysm. After successful placement of a 10x30 orbit, the same 9x25 orbit was again attempted to be placed, but it prematurely detached in the microcatheter. No additional torque was utilized prior to the coil detachment. It was reported that the delivery system was removed and the same microcatheter was used to continue the procedure; however, at sometime during the procedure, it was exchanged over a guidewire for another unknown microcatheter. However, the product was returned with the orbit coil protruding out of the end of the microcatheter. It was reported that no damages were noticed on the microcatheter that may have contributed to the event.